Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's device had difficulty connecting to the programmer. Interrogation was not successful. No adverse events were reported. This supplemental report is being filed to provide additional information.

Event description:
It was reported that this patient's device had difficulty connecting to the programmer. Interrogation was not successful. No adverse events were reported.